Event description:
It was reported to resmed that an astral device failed to charge its internal battery. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint. The internal battery was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint and revealed internal battery degraded alarms, total power failure alarms without prior warning and an error message (sf180) related to a battery charger fault. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the internal battery degraded warning alarms, total power failure alarms without prior warning and sf180 were due to an isolated component failure within the battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery. There was no patient harm or serious injury reported as a result of this incident.